Event description:
The pt underwent implantation of a synchromed pump with catheter in 1997 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt experienced increased pain. The hcp performed an x-ray rotor study which showed the pump rotor had stopped. The pt underwent explantation of the pump in 2000, followed by implantation of another synchromed pump. The device has not been returned to the MFR for analysis. The pt is receiving adequate pain relief with the new implanted pump.